Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Malfunction hazard/product is coming apart, in pieces, shredding- it pulled out of the applicator [device breakage]. It was grey and fuzzy like mold- tampon [product contamination physical]. Case narrative: consumer reported via e-mail that there was a string hanging out the top of the applicator. No injury reported.